Manufacturer narrative:
The complaints for inability to deflate balloon and withdrawal difficulty with subsequent perforation of the common femoral artery were unable to be confirmed as the complaint could not be recreated during evaluation of the returned device. No manufacturing non-conformances were identified during the evaluation. Reviews of the DHR and complaint history did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. Furthermore, there was no report of any issue with the sheath during device unpacking or preparation. A review of edwards lifesciences risk management documentation was performed for this case. Per review, no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. As reported ''during procedure, once the valve was deployed, the commander delivery system balloon could not been deflated completely. The approximate time of deflation was 10 seconds. Therefore, difficulties removing the catheter through the esheath were encountered and the introducer was damaged. The commander delivery system was removed from the patient in same time of the esheath.'' ''The ratio of contrast to saline in the inflation medium was 15% contrast.'' During device evaluation two (2) kinks were observed on the balloon and flex shaft. It could be an indicative of the delivery system being twisted, kinked, torqued, or excessively rotated due to tortuous anatomy, it can impede the flow of fluid from the inflation balloon, which may have resulted in the observed difficulties attempting to deflate and remove fluid from the balloon. The kink in the flex shaft combined with patient anatomy could create suboptimal angles and lead to non-coaxial alignment between the delivery system and sheath during withdrawal, leading to the reported withdrawal difficulty. However, per additional follow-up, ''no kinks were reported to be noted on the commander delivery system.'' As such, without applicable patient/procedural imagery, a definitive root cause is unable to be determined at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective nor preventative actions are required.

Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by an edwards lifesciences affiliate in france, regarding a 29mm sapien 3 transcatheter heart valve implant in aortic position by transfemoral approach during the procedure, once the valve was deployed, the 29mm commander delivery system balloon could not been deflated completely. The approximate time of deflation was 10 seconds. Therefore, difficulties removing the catheter through the 16f esheath were encountered and the introducer was damaged. The commander delivery system was removed from the patient with the esheath. During removal of the esheath, the common femoral artery got perforated. An intervention by vascular surgeons on the femoral artery was necessary. Despite the placement of a stent, there was thrombosis of the artery requiring thromboaspiration. The patient was transferred to intensive cardiology care and his vital prognosis was compromised. Approximately two weeks post procedure, the patient was fine. No kinks were reported to be noted on the commander delivery system. The ratio of contrast to saline in the inflation medium was 15% contrast.